Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the issue. Upon cross-check with a known functional power supply the ventilator operated as it was intended by the manufacturer. The cse replaced the defective power supply. As additional information is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a loss of power. Once the a/c power was lost the ventilator is supported via the back-up battery. There was no patient involvement at the time of the event.